Event description:
A pt was implanted with prodisc-l at l4-l5 and l5-s1 in 2007 with full recovery from back pain. Since 2010, the pt has experienced infection in the abdomen with kns. Pt did not want revision surgery as his back pain was gone. The infection got worse and the decision was made to remove the prodisc-l implants as it was not clear where the infection was coming from both implants were revised. The pt returned to the operating room on (B)(6) 2012 for removal. A transperitoneal access was done by vascular surgeons with arterial bifurcation at l3/l4 and venous bifurcation at l4/l5. Heavy scar tissue was noted and infectious tissue was attached to the vein and artery. Osteophytes were noted with fusion mass in l4/l5. Access to the vertebral body was difficult and the vein needed to be ligated in order to move vessels out of the site. A balloon was used to close the vein. During the removal procedure at l5/s1, the poly inlay was removed with the inlay remover with slight hammering to get it in. The superior plate was released from the endplate with a chisel and a split chisel and the surgeon used both the endplate remove and the prodisc hammer to wiggle out the plate. The inferior plate was released with a chisel and a slotted chisel and the surgeon used one endplate remove to wiggle it out. During the removal at l4/l5, the poly inlay could not be removed as space was tight and fused. The surgeon used the endplate remover with the inferior plate and the prodisc hammer to get it out. The superior plate was then removed with standard forceps. After the removal of the prodisc, the plate was to fill the void with bone and fix posteriorly with pedicle screws. It was also reported that during the procedure, the operative table moved three (3) times without anyone touching the controls resulting in a vessel injury which was repaired by a vascular surgeon. The table is not a synthes device. This report is #6 of 6 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.